Event description:
It was reported that the device was explanted after a implant duration of zero days. Through follow-up with the surgeon, it was learned that the device was explanted due to insufficiency. The notation made by the surgeon, stated "suture caught post --> leak". The operative report is not available without a patient release form. Information was learned through implant patient registry and follow-up with the surgeon. The device history record (DHR) review is currently in process.

Manufacturer narrative:
Device not returned.

Manufacturer narrative:
The device history record (DHR) review is completed and this device passed all manufacturing and sterilization inspections with no nonconformance. This was determined a reportable event per edwards lifesciences procedures.